Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer's blood glucose was 30 mg/dl. The patient treated with food and his current blood glucose was 121 mg/dl. The caller also mentioned that the time on his insulin pump was incorrect. The insulin pump gained time at a rate that exceeded 9 minutes within 30 days. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with the current time and date and was monitored for a week and the time date functioning properly. The insulin pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. No time clock anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.